Manufacturer narrative:
The occurrence date is an unknown date in 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment and outcome were not reported. At the time of this report, therapies were discontinued until the infection cleared. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis was a breach in aseptic technique which resulted to the peritonitis (not further specified). The peritonitis was manifested by cloudy peritoneal dialysis effluent. On an unreported date, the patient began treatment for the peritonitis with vancomycin, 2 grams, intraperitoneally (frequency unspecified) and ciprofloxacin, 500 mg, orally, twice a day. Six days after the onset date, the treatment with ciprofloxacin was discontinued and the treatment with vancomycin was ongoing. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering, and dianeal/extraneal therapies were ongoing. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.